Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. (B)(6) has kept the plate.

Event description:
We were fusing the navicular-cuneiform joint. Initially placed a 4.0 mm screw through the joint then use the nc plate over the top. We placed the proximal screws on navicular then went to use the compression rap with a 3.5 mm non locking screw. As we were screwing it in, the head of the screw fell completely through the plate. This forced us to remove the construct & start over again, weakening the compression across the "arthroclesis" site. We placed the plate on again and then closed the case. In post-op, the doctor noticed unusual movement in the foot and realized our construct had fallen apart. We went in again for surgery the next day using a 5.0 inner frag, bigger plate & external fixation on top.